Manufacturer narrative:
No information available from user facility. (B)(4).

Event description:
Note: event date is unknown. The customer reported to boston scientific (bsc) on (B)(6) 2006, that a patient experienced "shocking inside the body" while using endostat 11 refurbished generator. No patient injury or ill effects were reported as a result of this issue.